Event description:
The dealer states that the front right fork on the chair is bent. The dealer has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.